Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to water invasion, abnormality of electronic parts occurred which led to occurrence of the suggested event. Additionally, physical stress was applied to the insertion section while the user was handling the device which led to damaged ccd-unit. The event can be detected by following the instructions for use (IFU) which state: - inspection of the endoscopic image the event can be prevented by following the instructions for use (IFU) which state: - perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk. - do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video cable, video connector, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video cable, video connector, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. - do not coil the insertion tube, universal cord, or video cable with a diameter of less than 12 cm. Equipment damage may result. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the evis lucera elite bronchovideoscope displayed no image. The customer reported the issue was identified during a diagnostic bronchoscopy and the patient's procedure was continued with a similar device, with no delay noted. No patient injury reported.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. During the evaluation, it was determined that due to pinching on bending section cover (a-rubber), water tightness was lost (bending section was leaking); the charge coupled device was slipping; the switch box was dirty and discolored; switch button 1 was dirty and worn; and the insertion tube was dented. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.